Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the surgeon was undertaking a primary triathlon case. During patella resection he reported the slotted patella resection guide with patella stylus on 9mm cut actually cut off more like 12mm leaving him with only 8mm on patella. He put a bigger patella poly in than planned. Surgery was not delayed. At the end the equipment was checked and all seemed to be working. The surgeon believes that the stylus may have jumped or moved but wanted it reporting in case any issue should arise.